Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27ga 1/2in bil lax was discolored. The following information was provided by the initial reporter translated from spanish to english: "the customer explains that on (B)(6) 2025 in the morning when changing the insulin probe, he noticed that the needle was opaque and with bubbles, he is a type 1 diabetic, he must take insulin twice a day. Probe used number 30 g and in this needle the liquid is visible and as there was none, he bought number 27 g and in this one the liquid is not visible, he bought it in the medical material distributor, it is 7 blocks away from where he lives and they sell healing material.". No patient harm reported.

Event description:
No additional information.

Manufacturer narrative:
Seventy needle samples received by our quality team for investigation. Through visual inspection, a shelf box is received with its identification label confirming the code number (302358) and lot (2193785) reported by the customer. Inside, there are 70 needles inside their primary packaging (blister), which are closed. Twenty samples were selected at random, no defects or issues observed on the needles. Unable to verify incident experienced by the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.